Event description:
On april 07, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The system's new patient setting is not working properly and resulting in disappearing images. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.